Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak during a carboplatin chemo infusion. The rn notice that the connection site (the secondary port on the primary tubing) was dripping; register nurse stopped chemo, changed a new primary tubing but still dripping from the same connection; at the time pump was not turned on. Rn notified assistant manager and pharmacist, secondary tubing was replaced by pharmacy and chemo re-started; no more leaking noted. There is no report of patient harm.